Manufacturer narrative:
Result of investigation: it was determined that the o2 path self test is failing due to leaking o2 safety valve. As a resolution the inspiration block-o2 safety valve needs to be replace.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Analysis of the log files shows leak on the gas path test. Safety valve needs to be replace. Technical team requested to the customer to disconnect all tubing, hose and circuits and restart the device 10 times to see if the error 318 "inspiration valve failsafe failed or occlusion in inspiration still persists. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has technical failure 389 (no o2 dosing possible). At this time, there is no information regarding patient involvement associated with the reported event.